Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the initiation of the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the biomed. The reported issue was discovered approximately 20-30 minutes after treatment initiation. The blood leak was noted as being an external blood leak. The leak was visually observed dripping from under the rim of the header. There was no defect or damage noted on the dialyzer. The patient's blood was rinsed back. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Although the complaint device was reportedly available, the sample box was returned under the tracking information associated with this case without containing the complaint sample. As such, no sample is available for evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the initiation of the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with the biomed. The reported issue was discovered approximately 20-30 minutes after treatment initiation. The blood leak was noted as being an external blood leak. The leak was visually observed dripping from under the rim of the header. There was no defect or damage noted on the dialyzer. The patient's blood was rinsed back. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.